Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2018 and reservoir was attached to a drain. After the procedure, the reservoir became unable to be locked sometimes when trying to lock it. The issue was confirmed for one week after the procedure, exudate in the reservoir was emptied 3 times per day. There were no adverse consequences to the patient. No additional information is available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 8/31/2020.